Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 35mg/dl. The insulin pump had a blank screen. Customer states that after replacing battery cap ,the insulin pump was working fine. Customer states that drive support cap was normal. Customer¿s current blood glucose was 96mg/dl. Insulin pump will not be returned for analysis.